Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, it was noticed that the bravo capsule only transmitted an hour and 10 minutes into the 48 hour study. A repeat procedure will need to be performed. The last known patient status is that the patient is stable. There was no patient harm and no user harm.

Manufacturer narrative:
Evaluation summary: though the capsule was not received for evaluation, a copy of the study was received. Based on the data that was collected during the procedure, there was only 01:10:06 of data from an intended 48 or 96 hour study. The ph values are normal throughout the study. As no equipment was returned for evaluation, it was not possible to reliably determine the cause of the short study. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.